Event description:
The customer reported that when replacing the water filter, the pressure in the pipeline did not release and a loud noise occurred during reprocessing involving an olympus water filter. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.